Event description:
It was reported that as the surgeon inserted the micl12.6 implantable collamer lens in the eye the lens flipped upside down. The surgeon removed the lens from the eye and attempted to reload it but dropped it on the floor and contaminated it. Therefore, the back-up lens was implanted. The reporter stated the incident was the result of a loading error.

Manufacturer narrative:
(B)(4). Results: visual inspection of the returned lens showed the lens was returned in liquid and there was no visible damage observed. (B)(4).